Event description:
It was reported that the user experienced difficulty attaching the infusion connector during a supply change on the ilet pump, despite the pump being fully rewound; a guided dry run with customer care enabled proper connection and successful completion of the supply change. Investigation included troubleshooting and user education performed remotely by customer care. Investigation of this case revealed user technique challenges with the connector that resolved after guided reattempts, with no device malfunction observed. Symptoms included no adverse clinical effects. Outcomes included no alarms and no interruption requiring medical care. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.